Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -13.5/2.0/070 (sphere/cylinder/axis) was implanted upside down into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a replacement lens and the problem was resolved. Cause of the event is unknown. No patient injury is reported.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).